Event description:
It is reported that the screw was stuck in the nail. The surgeon used another instrument to remove the screw. A different screw was used to lock the nail.

Manufacturer narrative:
This report will be amended when our investigation is complete.